Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was not confirmed. The abnormal shutdowns could not be duplicated. However, during testing, the monitored failed during the first pulse of the treatment sequence. The cause of this was a defective programmable logic device (u3) on the computer/analog pca within the monitor. U3 is used to program most of the functions of the monitor including the delivery of pulses. The root cause of the u3 failure cannot be positively identified but was likely a random component failure. This is an unusual event. The unit will be made a demonstration unit. No adverse events resulted from the u3 failure. The patient received a replacement monitor.

Event description:
A (B) (6) female patient contacted lifecor customer support to report that she woke up and the monitor screen was blank. The download revealed three abnormal shutdown flags. Support sent the patient a replacement monitor.